Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted, the mainframe circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system locked-up. There is no report of pt injury associated with this event.